Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the device was not working and they were not having 50% or greater symptoms improvement. Patient said that every time they put the communicator over the implant to make sure it hooks up, it can't find it. Agent asked the patient if they could help them connect to the implant and patient said that they have tried all directions and all around their body, including right on top of it where the implant was located. Patient confirmed that they can feel the pump coming from the implant. Patient was unable to connect to implant. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.